Event description:
The articulated arm of the x-ray unit broke free at the p-link axle at the bottom of the hinge with the horizontal arm. The arm and tubehead dropped down onto a patient and then fell onto the floor.

Manufacturer narrative:
There was no patient or user injury with this event. The p-link pin came out of the hinge where the articulated arm connects to the horizontal arm, causing the arm and tubehead to drop down. The unit has been repaired with an articulated arm replacement.